Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please reach out to the reporter with cq contact information and reference number so she can provide more detail around her experience?

Event description:
It was reported via (B)(6) that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced multiple uti¿s from mesh and underwent multiple surgeries. No additional information provided.